Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that bilateral suture placement in the common femoral arteries was being performed with proglide devices via 6f sheath holes using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with three devices (two on the right and one on the left). The sutures of two proglide devices were ultimately successfully pre-placed bilaterally. The sheath was upsized to a 16f sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures on each side. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional proglide devices referenced in b5 are filed under separate medwatch report numbers. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.